Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed inappropriate shock, helix would not rotate and dislodgement confirmed via electrogram on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
Additional information: first notification date should be june 3rd, 2025.

Manufacturer narrative:
The reported events were lead dislodgement, inappropriate shock and helix mechanism issue. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.